Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that when they were placing a PICC the ampule for lidocaine injection shattered when the nursing was snapping the top.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken lidocaine ampoule is confirmed but the root cause could not be determined. One broken lidocaine ampoule was returned for evaluation. An initial visual observation showed a broken ampoule container with the product sticker label attached to pieces of the broken ampoule. The ampoule was returned in four larger pieces with the sticker labels connecting many small, broken pieces of the material into two bigger sections. A tactile evaluation of the returned ampoule revealed tapping on the material without the label sticker sound and felt like glass. A tactile evaluation of bending the broken pieces held together with the sticker revealed the material felt more like plastic, possible due to the sticker holding small pieces together. A microscopic observation revealed nothing remarkable along the ldpe material. Because no significant impurities were observed, the root cause of the breaking of this device is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.